Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event with infusion set where infusion set cannula needle was bent causing occlusion on (B)(6) 2026 and patient reported high blood glucose levels and treated with correction bolus via pump.